Event description:
On (B) (6) 2010, the patient reported the infusion device was not delivering insulin properly. She believes that at times the infusion device delivers too much or too little insulin. She also reported the infusion device is constantly "shutting itself off." She stated, the infusion device may have displayed an error message when this occurred. She stated, an e1 (cartridge empty) error was displayed today. The patient's blood glucose measured 44 mg/dl at the time of the report and she was not able to provide further information. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.